Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the patient was taken to the hospital due to seizures that were triggered by high and low blood glucose levels. The mother stated that the insulin pump was "acting funny", and didn't think it was delivering insulin. The mother stated that she changed the infusion set three times to try to resolve the issue. She stated that the cannulas were not bent when removing the infusion sets. The mother was not comfortable with this insulin pump, and requested a replacement. The mother declined to troubleshoot. Nothing further was reported.